Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent additional surgeries on (B)(6) 2012 "to remove mesh and incision and drainage of seroma". Medical records are not available at this time, however, seroma is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an incisional hernia. A bard/davol composix mesh, reference number (B)(4), lot number 43lqd236 was implanted to repair the hernia defect. On (B)(6) 2012: the patient underwent additional surgeries to remove mesh and incision and drainage of seroma. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of an incisional hernia. A bard/davol composix mesh, reference number (B)(4), lot number 43lqd236 was implanted to repair the hernia defect. (B)(6) 2012 and (B)(6) 2012: the patient underwent additional surgeries to remove mesh and incision and drainage of seroma. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix mesh. Per operative notes, ¿the hernia sac was then opened and excised. A composix mesh was placed and secured with a tacker.¿ (B)(6) 2012 - patient was diagnosed with large, infected seroma thereby underwent removal of mesh. Per operative notes, ¿the mesh was found to be floating freely in the cavity completely detached from the fascia and was removed. Then the mesh was sharply dissected off the fascia circumferentially.¿ (B)(6) 2012 - patient was diagnosed with nonhealing wound, retained foreign body thereby underwent removal of mesh. Per operative notes, ¿granulation tissue and the mesh edge was identified. Retained piece of mesh about 5 x 7 cm with some suture and spiral staples were removed.¿ attorney alleges that the patient had pain, seroma, infection, mesh removal and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent additional surgeries on (B)(6) 2012 and (B)(6) /2012 "to remove mesh and inciion and drainage of seroma". Medical records are not available at this time; however, seroma is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event, date of explant and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 10 months post implant of composix mesh, patient was diagnosed with infection, seroma, granuloma, impaired healing, inflammation and fibrosis thereby underwent removal of mesh. The instructions-for-use supplied with the device lists inflammation as a possible complication. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Corrected fields: b3 (date of event), d.6b (date of explant) and h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.